Event description:
The customer reported via phone call that when she took the pump to the health care professional, it seemed to be missing bolus information. Customer ran the self test and checked the alarm history for alarms. The pump passed and no alarms were found. Customer was advised to call back when a computer is available to upload to carelink personal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.